Event description:
It was reported that the bd posiflush¿ surescrub¿ pre-filled syringe had no label on it. The following information was provided by the initial reporter, translated from portuguese: "no impression on the cylinder body... As there was no print on the syringe, it was not possible to identify the batch."

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Upon examination of the picture, a prefilled syringe was observed without a label; however, discoloration or cloudiness of the saline solution could not be confirmed through the picture. Per the picture received, the plunger rod mold number confirms that the product was produced on manufacturing line 4 at the bd fraga manufacturing plant. The first batch manufactured for material 306565 (posiflush 10ml latin america) on line 4 was produced in october 2021 and the las batch was manufactured in august 2022. The production history records were reviewed for that period of time, and no abnormalities were identified that could have contributed to this incident. Based on the provided information, the batch number is unknown for this incident with a reported material of 306559. If additional information becomes available to further clarify the material and batch affected, additional investigation results may be possible. Vision systems are in place during the production process which detect issues related to barrel labels. It is possible that an issue occurred after the vision system, during the double rejection station. If a syringe has no label, the rejection system must reject it. However, if there is a failure in the rejection station, the machine stops. The operator must check the cause of the stoppage and remove the defective samples. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd posiflush¿ surescrub¿ pre-filled syringe had no label on it. The following information was provided by the initial reporter, translated from portuguese: "no impression on the cylinder body... As there was no print on the syringe, it was not possible to identify the batch."